Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0340354v, implanted: (B)(6) 2003, product type: lead; product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: extension. Other relevant device(s) are: product ID: 389033, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3708360, serial/lot #: (B)(4), ubd: 18-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and degenerative disc disease. The caller indicated that an op note stated that the patient had dual lead replacement and a pocket revision on (B)(6) 2007. The caller had no other information available. The event date was unknown. No further complications were reported/are anticipated.